Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. It was also reported that the plaintiff was "injured" and experienced "severe and permanent pain, suffering disability, impairment, loss of enjoyment of life, loss of care, comfort, and consortium".

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).